Event description:
On (B)(6) 2016, the reporter contacted lifescan (B)(4), alleging an unusual issue with the subject meter; a message which just said "service" was displayed on the device. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.